Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed with no anomalies found. It was noted that there was cosmetic environmental stress cracking of the outer insulation and blood in/on the helix mechanism.

Event description:
It was reported that the right atrial (ra) lead was dislodged due to potential lead tip failure. The thresholds had also increased. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.